Manufacturer narrative:
At this time, the customer will not be returning the device for eval. If the device is received, a follow-up report will be submitted. The customer contact indicated the event was the result of an operator error in programming the device.

Event description:
The customer contact reported an unspecified operator error in programming the device which resulted in the pt receiving more medication than intended. No specific programming parameters or event details were provided. The customer contact stated the pt was "not doing very well." Upon review of the device history at the user facility, the customer contact stated, "we have completed our audit of the plum a+ infusion pump and have determined that a user error occurred in the administration of an IV medication. The error was not related to the infusion pump." Though requested, the customer declined to provide additional info.